Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. It is visible on the logs that alarm 388 no o2 dosing possible occurred in combination with alarm 271 o2 supply failed during running ventilation. No o2 dosing possible occurred when they connected o2 supply to the machine (ventilation stop). The o2 was replace.

Event description:
Customer reported that alarm 389 (no o2 dosing possible) active on this unit and alarm 271 (o2 supply failed). When the customer connected o2 supply to the machine ventilation stopped. At this time no known information about patient harm in this reported event.